Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the tube extension is dislodged from the main tube. The entire tube extension wall is broken at the base of the axial keys, as a result, the tube extension can be rotated 360 degrees. There are no pieces missing. Engineering concluded the damage was likely caused by excessive side loading. Electrical continuity passed. Engineering also observed that the distal end of the main tube has a 3" long section with material removed from around the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional info is received.

Event description:
It was reported that during a da vinci s prostatectomy procedure, the "wrist joint" of the monopolar curved scissors instrument dislocated when trying to remove the instrument from the cannula accessory. The planned surgical procedure was completed with another instrument. No additional info was provided. No pt harm, adverse outcome or injury was reported.